Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that her husband had experienced high blood glucose of 600mg/dl. Customer treated with manual injection. Customer's wife declined to troubleshoot for high blood glucose. Customer advised to monitor the blood glucose and treat as hcp advised. Insulin pump will not be return for analysis.